Event description:
It was reported that during a supply change the infusion set connector was not locked into the cartridge properly, resulting in the cartridge dislodging from the ilet and insulin leaking before delivery was re-established with new supplies under guided troubleshooting and education. There was no reported blood glucose change, however, the user did experience anxiety. Outcomes included resumption of insulin delivery after successful reinsertion and proper locking of the connector, with user education provided. Investigation included guided troubleshooting and user re-education on correct connection and priming technique. Investigation of this case revealed user handling error related to incorrect connector engagement and locking, which led to leakage and interruption of insulin delivery; device performance was restored when components were connected correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.